Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis which was manifested by abdominal discomfort. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (dose, route and frequency not reported) and an unknown antibiotic (dose, route and frequency not reported) for peritonitis. At the time of this report, patient was recovering from the event and antibiotic therapy was ongoing. Pd therapy was ongoing. No additional information is available as the reporter declined to provide additional information.